Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Battery voltage 2.61 on (B)(6) 2015. Device not at rrt. (B)(4).

Event description:
It was reported that the patient's device went into elective replacement indicator (eri) without any battery alerts. The device was explanted and replaced. No patient complications have been reported as a result of this event.